Manufacturer narrative:
Follow-up #1: date of submission 09/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. No physical damage was present on the keypad. The keypad was removed to find no physical damage or contamination. The pump was opened to find moisture on the keypad flex connector. Unrelated to the original complaint, a crack was found from the case seal to the bumper, and at the case seal to the left side of the bumper pad.

Manufacturer narrative:
The device has been returned to animas for evaluation. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.